Event description:
Sorin group received a report that while a sorin group service representative was at a customer site to perform a preventative maintenance, the touch screen of the s5 double head pump responded incorrectly to touch. The touch screen was replaced by the service representative. There was not pt involvement.

Manufacturer narrative:
No pt involvement. Sorin group (B)(4) manufactures the s5 tough screen, which is a component of the s5 double head pump. The 510(k) number of the s5 double head pump is k060053. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that while sorin group service representative was at a customer site to perform a preventative maintenance, the touch screen of the s5 double head pump responded incorrectly to touch. The touch screen was replaced by the service representative. There was no pt involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.